Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found ¿catheter sutureless connector ¿ coring/tears/cuts in seal¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 904.4 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. A (B)(6) study was done on (B)(6) 2016 and everything was working as it should be. There were no issues with the pump. There were no symptoms reported. There was a pump revision, but it was unknown why the pump revision was needed. When the healthcare provider opened the pump pocket there was fluid in the pump pocket. It was unknown if this was from a seroma or if it was drug. The catheter was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.